Event description:
It was reported that prior to starting the procedure with the 2800 system, an error code 1283 was displayed. It was noted that this happened, when the x-ray arm was being moved to the ready position. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. Upon arrival at the facility, the system was functioning as intended. Advised by the customer that a breaker in the wall was tripped and after, it was reset the 2800 system functioned as intended. Checked the generator for shorts. Generator was found ck. The system functioned as intended.